Manufacturer narrative:
On (B)(6) 2015 follow up: contact reported that pump is performing as intended and there are no further issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). Customer blood glucose level was 500 mg/dl. Customer was treated with intravenous insulin drip, fluids, and manual insulin injections. Contact reported that customer had a virus prior to dka which may have been a contributing factor. The issue was resolved; however, customer began pump therapy and bg level began to elevate; however, bg levels normalized same day.